Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Per review of the downloaded flag files, the monitor delivered a high energy pulse at the distributor. Upon investigation, the ca board connector j1003bb was not properly connected to the defibrillator board connector j1003aa. The root cause for the improperly seated connectors was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functional testing.